Event description:
It was reported that following a procedure, where a preface sheath was used in diagnosis of an arrhythmia, a cardiac tamponade was discovered. The cardiac tamponade occurred during mapping. Open heart surgery was performed as an intervention.

Manufacturer narrative:
Product was discarded by the facility/not returned for investigation. The procedure was performed using a preface sheath and 2 (two) non-bwi sheaths (manufacturer's names or catalog numbers were unknown). Manufacturer and type of mapping catheter was also unknown. (B)(4).